Manufacturer narrative:
A customer in australia notified biomérieux that they obtained multiple misidentifications in association with their vitek® ms instrument (ref 410895; serial# 50820). Investigation. The investigator reviewed historical complaints and the device history record. Since january 2016, no similar complaint has been recorded for low discrimination issue as listeria spp. With vitek ms kb v3.2. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning. According to the vilink alert tool criteria, the status was good during the tests made on (B)(6) 2021. Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review. The expected identifications (obtained via sequencing) are listeria monocytogenes and listeria seeligeri. These species are present in vitek ms kb v3.2. Sample data analysis. According to data provided, the low discrimination result was obtained from the spectra with a low identification score (-0.22 and -0.33) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. The customer spectra analysis indicates that for the first spot h4 corresponding to low discrimination result, there was a mass shift in comparison with the other spectra f2 given the expected identification. The following system limitation is stated in the vitek ms knowledge base user manual ref. 161150-924 ¿ a for vitek ms clinical use v3.2: * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification.¿ conclusion. Root cause is due to non-optimal spot preparation of the sample. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
A customer in (B)(6) reported issues with the vitek® ms (ref. 410895, s/n (B)(4)) where multiple strains have been misidentified. The customer stated the following organism misidentification results were observed: 6 x listeria innocua strains identified as listeria innocua by (B)(6) standard and misidentified as listeria welshimeri by the vitek ms, 2 x listeria monocytogenes identified as listeria monocytogenes by (B)(6) standard and misidentified as listeria marthii by vitek ms, 1 x listeria monocytogenes identified as listeria monocytogenes by (B)(6) standard and misidentified by vitek ms as listeria ivanovii spp/ivanovii/l marthii/ l welshmeri. There is no indication or report from the customer that any discrepant result led to any adverse impact to any patient's state of health.